Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the parts were made to se_03_010_045_susa rev 'k'. No ncrs were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The relevant dimension of the nose cannot be measured due to its damaged condition. Based on these findings we conclude that the mentioned torsional forces that were used to remove the nail caused this deformation. Please note in order to remove a lfn nail the extraction screw 03.010.000 should be used. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after surgeon entered a lateral femoral nail (lfn), it became stuck in the medullary cavity and needed to be removed. During the rotational movements, the guide of the nail (insertion handle) broke at the junction, leaving a nail which was still attached to the guide but was free to rotate. The lateral femoral nail was removed and exchanged for a proximal femoral nail antirotation. This report is 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No non conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.